Manufacturer narrative:
Additional information added: the customer¿s report that the primary medication infused instead of the secondary was not confirmed or replicated during functional testing. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Clear liquid was observed in both the primary and secondary drip chambers and tubing. No abnormalities were observed. Functional testing was performed by filling an IV bag with 100ml of water and attaching the primary set¿s drip chamber spike and attaching the secondary set¿s drip chamber spike to an IV bag filled with 200ml of blue-dyed water. The two IV bags were then set up. The primary set was loaded into a lab pump module device with the primary infusion programmed at a rate of 75ml and vtbi 75ml/hr. The secondary infusion was programmed at a rate of 200ml and vtbi 200ml/hr. It was observed that the secondary 200ml of fluid infused completely first and only then did the primary fluid begin to infuse. No alarms or any other issues were noted by the device. The root cause could not be identified.

Event description:
It was reported that the secondary medication did not infuse as programmed on the medical surgical neuroscience intensive care unit (msnicu). There was no patient harm. The primary medication infused instead of the secondary, and the nurse noticed that the secondary bag was still full after the infusion. All clamps were open and the secondary tubing was hanging above the primary line. The primary line was in use for one day at the time the event occurred.

Manufacturer narrative:
Although requested, device has not been received, and patient demographic details were not provided. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the secondary medication did not infuse as programmed on the medical surgical neuroscience intensive care unit (msnicu). There was no patient harm. The primary medication infused instead of the secondary, and the nurse noticed that the secondary bag was still full after the infusion. All clamps were open and the secondary tubing was hanging above the primary line. The primary line was in use for one day at the time the event occurred.